Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer went to emergency medical service and hospitalized due to high blood glucose of 1100mg/dl, diabetic ketoacidosis on february 6. Customer was wearing insulin pump during hospitalization but insulin pump was taken off in hospital. Customer was treated with manual injections and intra venous. Insulin pump will not be return for analysis.